Event description:
It was reported that the patient presented in the or for an elective lead replacement. During the procedure, lead abrasions were noted and a lead extraction was attempted. The patient experienced a massive pericardial tamponade. A thoracotomy was performed and a dissection of the vena cava was seen. The dissection was not controllable and the patient died. The lead was not extracted.

Manufacturer narrative:
No medwatch form was received.